Event description:
In (B)(6) 2024, the patient developed abnormal sound in the right knee joint without obvious cause, and then he was treated in our hospital. In (B)(6) 2024, the imaging examination showed the postoperative performance of the right knee joint. There was no obvious prosthesis fracture, and the medial and lateral gaps of the right knee artificial joint were unequal. On (B)(6) 2024, the right knee artificial joint revision was performed, and the medial and lateral femoral condyle gaskets were fractured and damaged. Link small femoral condyle and small connecting shaft were replaced. The patient recovered smoothly after the operation and was discharged on (B)(6) 2024. [Customer].

Event description:
In (B)(6) 2024, the patient developed abnormal sound in the right knee joint without obvious cause, and then he was treated in our hospital. In (B)(6) 2024, the imaging examination showed the postoperative performance of the right knee joint. There was no obvious prosthesis fracture, and the medial and lateral gaps of the right knee artificial joint were unequal. On (B)(6) 2024, the right knee artificial joint revision was performed, and the medial and lateral femoral condyle gaskets were fractured and damaged. Link small femoral condyle and small connecting shaft were replaced. The patient recovered smoothly after the operation and was discharged on (B)(6) 2024. [Customer]

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.